Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture as well as "fibroadenoma of 7mm" diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Event description:
Explanting physician reported rupture as well as "fibroadenoma of 7mm" diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed. A broken-on posterior assessed as an unidentified (tear) opening. (Shell thickness within spec) and observed missing shell assessment as inclusive. No additional observations performed.